Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was at 5% and the pump shut off due to insufficient power. Following the shutdown the pump was unable to be charged despite the attempt multiple usb cables. Customer reported blood glucose level was 230 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.